Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a reading from her adc freestyle libre sensor that was believed to be erroneously high. She further reported that on (B)(6) 2018 she received a reading of 23 mmol/l (414 mg/dl) from the sensor and administered an unspecified amount of insulin. Customer subsequently experienced a loss of consciousness and was treated by a friend with an unspecified injection. An additional reading of 5 mmol/l (90 mg/dl) was received but it is unknown when it was received relative to treatment provided. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported sensor was returned and investigated. Visual inspection was performed and no issues were observed. The sensor plug assembly was properly seated in the mount. Data was successfully extracted using approved software and sensor was found to be in state 5 (normal termination). Linearity testing was performed and all results were within specification. No product deficiency was identified.

Event description:
Customer reported receiving a reading from her adc freestyle libre sensor that was believed to be erroneously high. She further reported that on (B)(6) 2018 she received a reading of 23 mmol/l (414 mg/dl) from the sensor and administered an unspecified amount of insulin. Customer subsequently experienced a loss of consciousness and was treated by a friend with an unspecified injection. An additional reading of 5 mmol/l (90 mg/dl) was received but it is unknown when it was received relative to treatment provided. No additional treatment was required. There was no report of death or permanent injury associated with this event.